Manufacturer narrative:
Additional concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.